Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 28-year-old female patient who had essure (batch no. 627734) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, burning sensation, right lower quadrant pain, hot flashes, night sweats and menopause. Concurrent conditions included weight gain, mood altered, bloated feeling, weakness, lower abdominal pain and haemorrhagic ovarian cyst. Concomitant products included antidepressants, clarithromycin (macrobid), ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2010 to (B)(6) 2010, fluconazole (diflucan), hydrocodone bitartrate;paracetamol (vicodin) since 2010, ibuprofen since (B)(6) 2008, paracetamol (tylenol) since (B)(6) 2008 and sertraline hydrochloride (zoloft) since 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), depression ("depression"), urinary tract infection ("urinary tract infection") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), bacterial vaginosis ("bacterial vaginosis"), post procedural complication ("post removal complication-yes"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), uti ("uti") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal infection, fatigue and bacterial vaginosis had resolved and the psychological trauma, vaginal haemorrhage, anxiety, depression, urinary tract infection, post procedural complication, bladder disorder, urinary tract disorder, cystitis, uti and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and uti to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury ,vaginal infection, bacterial vaginosis, bladder/ urinary prob. Events resolved post essure removal were: pain, bleeding, bladder problem and urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: anxiety, depression, abdominal pain, dysmenorrhea, pelvic pain, dyspareunia, vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: new events were added: bladder problems, urinary problems, bladder infection, uti and vaginal discharge. Events resolved post essure removal were: pain, bleeding, bladder problem and urinary problem. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 28-year-old female patient who had essure (batch no. 627734) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, burning sensation, right lower quadrant pain, hot flashes, night sweats and menopause. Concurrent conditions included weight gain, mood altered, bloated feeling, weakness, lower abdominal pain and haemorrhagic ovarian cyst. Concomitant products included antidepressants, clarithromycin (macrobid), ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2010 to (B)(6) 2010, fluconazole (diflucan), hydrocodone bitartrate;paracetamol (vicodin) since 2010, ibuprofen since (B)(6) 2008, paracetamol (tylenol) since (B)(6) 2008 and sertraline hydrochloride (zoloft) since 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal infection had resolved and the psychological trauma, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: anxiety, depression, abdominal pain, dysmenorrhea, pelvic pain, dyspareunia, vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 28-year-old female patient who had essure (batch no. 627734) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, burning sensation, right lower quadrant pain, hot flashes, night sweats and menopause. Concurrent conditions included weight gain, mood altered, bloated feeling, weakness, lower abdominal pain and haemorrhagic ovarian cyst. Concomitant products included antidepressants, clarithromycin (macrobid), ethinylestradiol;etonogestrel (nuvaring) from (B)(6) of 2010 to (B)(6) of 2010, fluconazole (diflucan), hydrocodone bitartrate;paracetamol (vicodin) since 2010, ibuprofen since (B)(6) of 2008, paracetamol (tylenol) since (B)(6) of 2008 and sertraline hydrochloride (zoloft) since 2009. On (B)(6) of 2008, the patient had essure inserted. In (B)(6) of 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding), vaginal haemorrhage ("abnormal bleeding (vaginal), anxiety ("mental anguish"), depression ("depression"), urinary tract infection ("urinary tract infection") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping), dyspareunia ("dyspareunia (painful sexual intercourse), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (hysterectomy (full). Essure was removed on (B)(6) of 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal infection, fatigue and bacterial vaginosis had resolved and the psychological trauma, vaginal haemorrhage, anxiety, depression, urinary tract infection and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, psychological trauma, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury ,vaginal infection, bacterial vaginosis, bladder/ urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Imaging procedure - on (B)(6) of 2009: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: anxiety, depression, abdominal pain, dysmenorrhea, pelvic pain, dyspareunia, vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: ppf received events " , bacterial vaginosis " were added. Outcome of events " pain, bleeding, urinary/ bladder change, fatigue" were updated as recovered. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 28-year-old female patient who had essure (batch no. 627734) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, burning sensation, right lower quadrant pain, hot flashes, night sweats and menopause. Concurrent conditions included weight gain, mood altered, bloated feeling, weakness, lower abdominal pain and haemorrhagic ovarian cyst. Concomitant products included antidepressants, clarithromycin (macrobid), ethinylestradiol;etonogestrel (nuvaring) from january 2010 to july 2010, fluconazole (diflucan), hydrocodone bitartrate;paracetamol (vicodin) since 2010, ibuprofen since october 2008, paracetamol (tylenol) since october 2008 and sertraline hydrochloride (zoloft) since 2009. On (B)(6) 2008, the patient had essure inserted. In november 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish"), depression ("depression"), urinary tract infection ("urinary tract infection") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia and vaginal infection had resolved and the psychological trauma, vaginal haemorrhage, anxiety, depression, urinary tract infection and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: anxiety, depression, abdominal pain, dysmenorrhea, pelvic pain, dyspareunia, vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event¿s urinary tract infection, fatigue were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 28-year-old female patient who had essure (batch no. 627734) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, burning sensation, right lower quadrant pain, hot flashes, night sweats and menopause. Concurrent conditions included weight gain, mood altered, bloated feeling, weakness, lower abdominal pain and haemorrhagic ovarian cyst. Concomitant products included antidepressants, clarithromycin (macrobid), ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2010 to (B)(6) 2010, fluconazole (diflucan), hydrocodone bitartrate;paracetamol (vicodin) since 2010, ibuprofen since (B)(6) 2008, paracetamol (tylenol) since (B)(6) 2008 and sertraline hydrochloride (zoloft) since 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal infection had resolved and the psychological trauma, vaginal haemorrhage, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: anxiety, depression, abdominal pain, dysmenorrhea, pelvic pain, dyspareunia, vaginal bleeding, menorrhagia. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet and medical record was received. Lot number was added (627734). Events added from pfs- abnormal bleeding (vaginal), depression, mental anguish. Reporter information, medical history, concomitant drug, events onset date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Imaging procedure on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Essure explant date added. Events- general abnormal bleeding, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) menorrhagia (heavy menstrual bleeding), psych injury and bladder/urinary problems: vaginal infection were added. Event outcome updated for: physical pain/pelvic pain. Lab data updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.